Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Please note that the medwatch#2017233-2020-00261 was emailed to FDA to cover occlusion. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. After all devices were implanted, the angiography imaging identified a type ii endoleak from the lumber artery. The physician decided to monitor the endoleak. On an unknown date, the follow-up exam was identified that the type ii endoleak was still remains and an aneurysm was enlarged (amount unknown). The devices in the right limb were occluded (from a flow divider of the trunk ipsilateral leg endoprosthesis to contralateral leg endoprosthesis which was implanted in the right common iliac artery). The occlusion was observed approximately 2 years later after the initial procedure. On (B)(6) 2020, the physician attempted to embolize the lumber artery, but it was not success because it was difficult to cannulate to the lumber artery. On (B)(6) 2020, the nbca was percutaneous injected into the aneurysm sac. No reintervention was performed to treat the stent graft occlusion in the right limb, because there was no symptoms. The physician decided to monitor it. The physician suggested that the cause of stent graft occlusion is that there was calcification and stenosis in the right common iliac artery.